Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. The reason for call was patient said they did not feel like they were getting much success from the unit so they increased the settings. Patient said there are times when they have to go quickly and sometimes they don't so they do not know if they are getting the therapy benefit, at times seemed like it was fine sometimes they are not so they have been increasing stimulation to 5.1 but that does not seem to work. Patient said whey they checked it out a week and a half ago and the screen showed low battery. Agent asked patient to use the equipment during the call and when it was synched with the ins the handset showed: implanted neurostimulator (ins) low battery . Reviewed low ins battery information and redirected to the doctor. Patient said they have an appointment with their doctor in a couple of weeks. The patient was redirected to their healthcare provider to further address the issue. Called pt back to ask event date. During the call pt said they tried calling the manufacturing reps but both of them have left the company, they tried calling the new rep twice but no response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that issue not yet resolved and patient has an upcoming appointment with their health care professional in april.